Manufacturer narrative:
Initial.

Event description:
It was reported that a person using an ilet with a g7 cgm experienced a blood glucose of 348 mg/dl about 30 minutes after a morning meal, with no pump alerts and no visible leakage at the infusion site; the user wore a steel cannula cd infusion set on the abdomen, had changed supplies the prior day, and elected to perform a site change without assistance. Symptoms included hyperglycemia. Outcomes included transient elevated glucose without reported medical intervention or hospitalization. Investigation included a phone-based assessment of infusion set integrity, pump alerts, and possible meal-related glucose excursion. Investigation of this case revealed that the cause of the high glucose was unclear, with potential contributors including a typical postprandial rise or a bent steel cannula, though no device alarms or delivery issues were identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.